Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an occlusion error. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received and evaluation was completed. The reported "occlusion error" was determined to be an upstream occlusion alarm during a review of the event history log, which found the presence of "upstream occlusion!" Alarms in the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. The upstream occlusion alarm was reproduced during the device evaluation while running a loaded set. The device was determined to not meet all product specifications related to the reported event. The upstream occlusion was verified. The cause was determined to be out of specification upper and lower ultrasonic sensor fluid readings. Internal inspection found the ultrasonic sensor flex to be cracked. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing on 25 september 2018, due to a false air in line alarm. Service evaluation verified air in line alarm. The cause was determined to be out of specification upper and lower ultrasonic sensor fluid readings. Internal inspection found the ultrasonic sensor flex to be cracked. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. .